Event description:
Pt was wearing a brace for racing motorcycles when he fell onto his knees. He reports that he rec'd a cut to his left knee caused by one of the tabs on the inside of the patella cup. The dr cleaned the wound but did not stitch it at that time to allow it to drain. The dr said the tab "nicked" his patella and "slightly cut" the tendon. A few days later, the dr closed the cut.